Event description:
It was reported that during a remote monitoring session this right atrial (ra) lead was found to exhibit high out of range pacing impedance and high pacing threshold measurements on the presenting electrogram (egm). No adverse patient effects were reported. This ra lead remains in service.